Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that rv pacing lead impedance was out of range which measured greater than 2500 ohms. Another call was placed to technical services on (B)(6) 2018 stated that (B)(6) 2017, there were a couple of rv impedances between 1100-1400 ohm range, however since then has primarily upper 600 -700 ohms range until the one spike. It was also noted that the impedance spike was not reproducible. The physicians were dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).